Manufacturer narrative:
Ref comp# (B)(4).

Event description:
On february 19th, fujifilm healthcare americas corporation was informed of an event involving sys/mr/echelon xl 1.5t it was reported that the x gradient lead burned open at the rear of the gantry. It was later confirmed that there was a patient on the table when the gradient lead burned open. Tech got the patient off the table without incident. The imaging was not completed on this scanner but the tech had to move this exam to the other MRI unit. There was no harm or injury to the patient..

Event description:
On february 20, fujifilm healthcare americas corporation was informed of an event involving sys/mr/echelon xl 1.5t it was reported that the x gradient lead burned open at the rear of the gantry. It was later confirmed that there was a patient on the table when the gradient lead burned open. Tech got the patient off the table without incident. The imaging was not completed on this scanner but the tech had to move this exam to the other MRI unit. There was no harm or injury to the patient.

Manufacturer narrative:
Ref comp# (B)(4).

Manufacturer narrative:
Ref comp# (B)(4). The cable cleat fixture was incorrectly installed on this system. Then the distance where the cable was not restrained increased and vibration caused by electromagnetic force increased in the gradient cables. The crimp terminals of the gradient cables of this system reached fatigue failure due in part to the fact that the system had exceeded its service life.